Manufacturer narrative:
B.5: it was reported that during an ECMO procedure using the mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, the nautilus smart screen did not power on or display any information upon initiating flow. The clinician confirmed the power switch was correctly turned on, attempted two different power cords plugged into hospital wall power, and tried brand new batteries, but the screen remained nonfunctional. The smart sensors on the inlet and outlet were also not blinking. The use of the device was continued to complete the procedure. There was no patient impact associated with this event. Medtronic received additional information that this device was not previously able to power on. There was no signs at all of power, sensors was not blinking, and the screen was completely black. Note: additional information was received on 22 january 2026, clarifying that error 10 occurred in conjunction with a clotting/flow issue submitted under report number 3011468686-2025-00121. The error 10 issue was submitted under report number 3011468686-2026-00009 and this event was updated for the screen issue. There is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ECMO procedure using the mc3 nautilus extracorporeal membrane oxygenation (ECMO) oxygenator, the nautilus smart screen did not power on or display any information upon initiating flow. The clinician confirmed the power switch was correctly turned on, attempted two different power cords plugged into hospital wall power, and tried brand new batteries, but the screen remained nonfunctional. The smart sensors on the inlet and outlet were also not blinking. The use of the device was continued to complete the procedure. It was unknown if there was any patient complications reported as a result of this event. Medtronic received additional information that this device was not previously able to power on. There was no signs at all of power, sensors was not blinking, and the screen was completely black. There was no impact to the patient. Medtronic received additional information that the patient had been on vv ECMO for 12 days. The vitalflow console displayed e10 error. This caused complete loss of flow and circuit/console changeout was completed to continue support to patient.